Event description:
It was reported that the customer had high blood glucose levels of more than 400 mg/dl. The customer reported being hospitalized due to diabetes ketoacidosis on (B)(6) 2014. The customer treated with insulin drips and pills. Troubleshooting was done. The customer reported a motor error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The device was received with a minor scratched lcd window.